Event description:
On 19 mar 2008 the sales rep reported that during surgery the closure top sheared off. No harm to pt, surgery extended 15 mins. Add'l info rec'd on 01 apr 2008, the sales rep reported that during a transforaminal lumbar interbody fusion (tlif) the surgeon was implanting a closure top. The closure top sheared the threads on the tulip head and the closure top. The surgeon attempted to implant another closure top when the threads sheared off. The surgeon explanted the closure top and the screw and implanted another one. The case was completed as intended. There was no report of injury.

Manufacturer narrative:
Prod is an instrument. Requests have been made for the return of prod. Request has been made to obtain the prod. Device MFR date is unk. Eval is pending upon the return of the prod.